Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s son that the patient went to the emergency room (ER) with hypoglycemia on (B)(6) 2026 and was still admitted at the time of reporting. The patient's blood glucose levels declined to 40 mg/dl. The infusion site of the pod was on the abdomen. Symptoms reported include significantly low glucose readings as well as low blood pressure. The patient was treated with intravenous (IV) steroid, albumin, and antibiotics. The pod was removed.